Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic lobectomy, the stapler was able to fire but the central staple line was incomplete. This resulted to unexpected tissue damaged due to seamless and unstitched tissues and bleeding. The event resulted to extended surgical time of 30 minutes or more. To complete the procedure, the surgeon used sutured the staple line with thread. The patient had no injury.